Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, loss of capture and high out of range pacing impedance measurements on the right atrial channel. Due to this, inappropriate atrial tachy response (atr) episodes were stored. Additionally, two signal artifact monitoring (sam) episodes were recorded. It was determined that this was due to lead fracture. A lead revision was recommended. At this time, this device remains in service. No further adverse patient effects were reported.